Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported during the procedure, the seal tore and the trocar had to be replaced. There was no consequence to the pt.